Event description:
Caller reported that the insulin pump returned a button error alarm. Caller did not recall any significant events leading up to the error alarm. Blood glucose level was 196 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, found corroded keypad traces. No button error alarm noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched case, scratched reservoir tube window and cracked battery tube threads.